Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had battery test failed alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer stated that they received a battery failed alert after changing the battery. The customer stated that they had tried with multiple batteries. The customer stated that the insulin pump alarmed battery failed alarm after pump restart. The customer stated that they did not use bolus wizard. The device will not be return for analysis.